Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -09.00 diopter, into the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to lens opacity (anterior subcapsular cataract) was observed. Cataract surgery was performed and an iol was implanted. The problem was resolved.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).